Event description:
I had 5 hrs surgery to remove both implants. Implants in put in (B)(6) 2009, had chest pain for 1 1/2 years. Did whole heart work up, all is ok. Also developed eczema and psoriasis during this time.